Manufacturer narrative:
D9: date returned to mfg: 2/26/2024. One device was returned for evaluation. Visual and functional testing were performed. A cycle test was used, and the testing could duplicate the customer reported problem, the device had continuous flow. The root cause of the issue was determined as o-ring in the input manifold. All parts for pm kit and o-ring in the input manifold were replaced. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
Date of event and operator of device are unknown; no information has been provided to date. E1 initial reporter additional phone number:(B)(6). Other: device has not been returned to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device had a continuous breath, was not cycling, and "knobs". That there was no patient involvement.